Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Customer reported that the shunt touched to the iris in 14 eyes, and irregular pupil was confirmed in 1 eye of 14 eyes. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested . The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the device touched to the iris in one eye. It was confirmed that this eye also had an irregular pupil. There are two manufacturer reports associated with these events. This report is for one eye that the device touched to the iris and the irregular pupil.